Event description:
According to the incident report, pre-operative the health personnel observed a 3 cm flame from the extendevac electrosurgical pencil. Previously there had been problems with the return electrode, which "glowed red." The burner was used twice subsequently without problems. Packaging and equipment were unfortunately not saved.